Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an ¿internal battery error¿ code was found in the ventilator's downloaded error log. The device's internal battery would need to be replaced to address the issue. No repairs were performed as the unit will be scrapped.